Event description:
A surgeon reported that deposits were observed on an intraocular lens following placement in the eye. The surgeon identified these deposits as metal particles from the folding forceps. The surgeon had to widen the wound to allow removal of the lens and observed particles.